Manufacturer narrative:
The pod was received with the pink slide insert visible in the top housing viewing window, and the cannula fully deployed. No issues were found with the needle mechanism that would result in a needle mechanism failure. The download data indicates no abnormalities, hazard alarm, or signs of struggle to deliver insulin, and the device was deactivated by the customer after 2153 pulses. Damages were seen on the bottom housing where the cannula emerged. These damages indicate an improper insertion of the cannula sub-assembly into the bottom housing and environmental seal. However, due to the slight nature of these damages, and because the customer reported that the soft cannula was deployed, it was determined that this finding was not related to a failure to deploy.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. While patient was reporting this pod for (high bgs), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a correction was administered via manual injection and activated a new pod.